Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned .

Event description:
It was reported that the pump battery gauge went from 75% battery life to 40% while the pump was plugged into a power source. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives and has manual injections available as alternate insulin therapy.